Event description:
A (B)(6) male pt was scheduled for inguinal hernia repair on (B)(6) 2014. In preparation for surgery, his genital area was shaved with a 3m clipper. The man said that a nurse started the shaving but a doctor finished. The pt alleged that the doctor used excessive force with the clipper, leaving the area abraded and irritated. The surgery proceeded. After the surgery, the pt alleged that the shaved area developed blisters that scabbed. He also alleged that he developed a groin infection for which he received prescription for clindamycin. Pt did not state that the infection was due to the shaving. Pt was concerned about mrsa. He was tested; the test was negative.

Manufacturer narrative:
The product manual does state the following under instructions for use: "use short gentle strokes with either blade set to remove hair effectively," and "for sensitive skin areas, stretch the skin taut while clipping."